Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25116562, 25116700 and 25116912 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw, but it remained attached at the tip. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device the reported complaint could not be confirmed for "stopped working" failure to deliver energy, however the failure was confirmed for ¿jaw - bent heater wire.¿ specific actions for the analyzed failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips seemed to be crossing and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The device stopped working toward the end of the harvest. The tips seemed to be crossing. Lot # is not available they threw out the box. Device is available to investigate, wil pickup later today

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips seemed to be crossing and stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The device stopped working toward the end of the harvest. The tips seemed to be crossing. Lot # is not available they threw out the box. Device is available to investigate, wil pickup later today.